Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "radial probe endobronchial ultrasound using a guide-sheath for peripheral lung lesions in beginners". The literature reported the result of 200 cases of the endobronchial ultrasound and a guide sheath(ebus-gs) procedures using an olympus (gastrointestinal scope) model um-s20-17s between december 2015 and january 2017. In the subject procedures, 2 cases of pneumothorax and 1 case of pulmonary infection reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. According to the number of the accidental symptoms known and the number of olympus device used for procedure, omsc is submitting three medical device reports. This is 1 of 3 reports.